Event description:
It was reported that this right ventricular (rv) lead had exhibited noise and a gradual increase in shock impedance. A lead conductor fracture is suspected. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had exhibited noise and a gradual increase in shock impedance. A lead conductor fracture is suspected. This rv lead remains in service. The patient will continue to be monitored. No adverse patient effects were reported. Additional information was received and this rv has exhibited out of range shock impedance measurements that have reached 134 ohms. This rv lead remains in service. No adverse patient effects were reported. The device was not returned by the customer, therefore, no product analysis could be performed.

Event description:
It was reported that this right ventricular (rv) lead had exhibited noise and a gradual increase in shock impedance. A lead conductor fracture is suspected. This rv lead remains in service. The patient will continue to be monitored. No adverse patient effects were reported. Additional information was received and this rv has exhibited out of range shock impedance measurements that have reached 134 ohms. In addition, high capture thresholds were reported. This rv lead remains in service. No adverse patient effects were reported.